Event description:
It was reported that during a ptci procedure, the balloon was inserted into a mid cx lesion and inflated. The inflated balloon could not be visualized on fluoroscopy, so it was deflated and inflated again. Again, the inflated balloon could not be visualized. The balloon was deflated and pulled back. The coronary system was injected revealing a no-flow phenomenon in the cx and lad. The patient went into cardiac arrest and CPR was started. Two stents were plaed in the lad, but they could not keep the vessel open. An angiojet procedure, the balloon was inspected outside the patient and a pinhole was noted on the distal end of the balloon. This event is being conservatively filed based on the patient's death.